Event description:
It was reported that during a lap diagnostic dissection of spleen procedure, the tips of three harmonic scalpel shears broke off. No further information is available. No reported pt consequence.